Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported through the clindex system that an univers revers was explanted on (B)(6) 2022 due to the dislocation of the implant. The device was found to be dislocated during the patients 2 week post op visit. The device(s) were originally implanted on (B)(6) 2022 no further additional information provided. Additional information requested.